Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized twice for diabetic ketoacidosis. The customer stated that she changed the infusion set and tried new insulin, but her blood glucose levels remained elevated. The customer also stated that she was not getting the no delivery alarm. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp for the high pressure test.